Event description:
The problem with the programmer is that it loses the date requiring replacement. The message ¿unstable programmer system date¿ is displayed at power-up.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The problem with the programmer is that it loses the date requiring replacement. The message: unstable programmer system date is displayed at power-up.